Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Omsc could not review the service and manufacturing record (DHR) because the serial number was not described on the literatures. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
On november 21st, 2019, olympus medical systems corp. (Omsc) received a literature titled ¿study of the usefulness of lithotripsy by oblique-viewing endoscope and percutaneous transhepatic papilla large balloon dilation (ptplbd) for bile duct stone¿ that was made in public in the 27th congress of the japan digestive disease week. The literature reported the results of nineteen cases of the treatment for the bile duct stone and fourteen cases of the ptplbd using an olympus gastrointestinal videoscope (gif-xk200) between may 2016 and february 2019. In the subject procedures, one case of gastrointestinal perforation due to the handling of the subject device reportedly occurred. According to the number of the accidental symptoms known and the number of olympus device used for procedure, omsc is submitting one medical device reports.